Event description:
During the inspection of the ventilator it was discovered that it failed blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in photo, the turbine was found defective and failed blower inlet test with error code 1. The turbine module generates compressed air and delivers air to the inspiratory gas. Turbine module includes motor control, which main purpose is to control and supervise the turbine. Review of the provided device's logs in photo confirmed occurrence of the reported issue. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to turbine.